Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis and angina. The target lesion was located in the 1st obtuse marginal with 70% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement of a 2.75 x 24 mm taxus liberte stent and post-dilatation with 10% residual stenosis. During the index procedure, a non-target lesion located in the mid left anterior descending artery was treated with placement of a 3.0 x 28 mm non bsc stent and post dilatation with less than 10% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted with exacerbation of angina and cardiac catheterization was recommended. The 80% in-stent restenosis (distal edge stenosis) of the taxus liberte was treated with angioplasty and placement of a 2.75 x 20 mm taxis ion stent, with 10% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).